Event description:
During a patient use, it was reported that the device intermittently showed only one bar and flashed replace battery warning when fully charged batteries were installed. The device would not change from battery one to battery two, as the device perceived both batteries low. The device display was also reported to have blanked out multiple times during the event but the customer could not confirm if the device shut off. The display was reported to go off before the user replaced, "hot-swapped", both batteries to continue patient care. There were no further issues and the device use had no adverse effects.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent false positive indication of low battery. If the batteries are left in the device after the one bar (low battery) warning and the device power cycled, then the device was reported to recognize the installed fully charged batteries successfully. Physio replaced the system/memory pcb assembly and the installed batteries to repair the device. Proper device operation was then confirmed through functional and performance testing and the device returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and batteries at the failure analysis center and was unable to duplicate the reported problem. Further cause for the reported incident could not be determined.